Manufacturer narrative:
UDI #: (B)(4). The laser machine was examined and tested at the customer location by an abbott field service specialist (fss). The fss found the laser to power up with no restarting/re-booting issues observed. Although, the fss found no issues with the operation of the medical device, the fss replaced the central processing unit (cpu) printed circuit board (pcb), the framegrabber pcb and laser keyboard. In addition, the fss advised the surgery center not to leave the flash drive in the laser system during surgery. The field service specialist (fss) performed a checklist and verified all modes of operations. The unit meets amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported during a laser treatment, the laser system had a flashing reticle that caused the laser system to freeze during a procedure after surgeon tried to re-engage iris registration and could not continue. The surgery center rebooted the machine and a keyboard error displayed and would not restart. The surgery center was not able to continue the procedure. A brief description from the surgery center indicated the surgeon stopped purposely to make some adjustments and the system froze. As a result, the surgery center reset the system but was unsuccessful. After numerous attempts to restart, the procedure was aborted. There was 10 % of the treatment performed on the first eye. The procedure was rescheduled to complete laser treatment. Through follow up, the patient was successfully treated.